Event description:
Father called to report unexplained high bgs. During troubleshooting, lead screw did not make a complete rotation and no alarm occurred. However, a few days before making the call the no rotation motion sensor alarm did go off.